Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-22, information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2,000 mcg/ml, 1,085 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported a motor stall was seen at initial interrogation. The patient did recently have an magnetic resonance imaging (MRI). Logs had not yet been read and it was not less than 2 hours since the patient exited the MRI field. Telemetry state was reviewed and re-interrogation with pump logs was discussed. Troubleshooting resolved the event when logs were obtained and noted a motor stall recovery had occurred. The issue was resolved. No patient symptoms were reported. The event date was (B)(6) 2019.